Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:49:57. During night drain cycle one, the patient's ultrafiltration reading was 1951ml, indicating the home patient (hp) drained 1951ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.